Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 255-32768-42 was confirmed. . On 17-apr-25, pcu was received unboxed and with paperwork. Unit powers on with error code 255-32768-42 and can only be turned off. Unit failed to complete boot-up sequence due to code 800.8000 occurring during power on checks. Unit logic board app or polo or cf card software corrupted. Device to be returned to san diego repair center for processing. Recommend bd (B)(6) repair center replace failed pcu logic board. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 242.4030 as soon as door was opened. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex a: a0721 annex b: b01 annex c: c0201 annex d: d02 annex g: g02005 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 255-32768-42 was confirmed on 17-apr-25, pcu was received unboxed and with paperwork. Unit powers on with error code 255-32768-42 and can only be turned off. Unit failed to complete boot-up sequence due to code 800.8000 occurring during power on checks. Unit logic board app or polo or cf card software corrupted. Device to be returned to (B)(4) for processing. Recommend bd san diego repair center replace failed pcu logic board. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 242.4030 as soon as door was opened. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 242.4030 as soon as door was opened. There was no patient involvement.